Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.